Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they got an email from the patient's managing hcp stating the patient's device was interrogated and found to be at eos. The caller said the hcp was wondering if this could be because the battery was "defective." The caller confirmed that the hcp did indeed get an eos message but did not know the exact date it was first seen. The agent reviewed eos was a natural occurrence for the battery, but that many factors could affect the longevity. The device was implanted in (B)(6) 2023. The caller said the most recent amplitude was 2.7 ma. The agent reviewed the longevity document with the caller along with other contributing factors to natural battery depletion. The agent also emailed the longevity document to the caller.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause and resolution was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.